Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The explanted device was discarded by the medical facility. No device malfunction suspected.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The explanted device was discarded by the medical facility. No device malfunction suspected. Additional information was received that the patient had a stroke and needed a magnetic resonance imaging (MRI), thus the ipg was replaced. The patient was doing well postoperatively.